Event description:
There was an allegation of questionable parathyroid hormone (pth), adrenocorticotropic hormone (acth), and elecsys beta-crosslaps (ctx) results from the cobas e 801 analytical unit. Refer to the attachment to the medwatch for all patient data.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer found damaged tubing at the reagent probe. He replaced the tubing and confirmed the instrument performance was within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Further investigation by the manufacturer confirmed the inner and outer tubing of the reagent probe was damaged. The specific cause of the damaged tubing could not be identified, but it was suspected that during maintenance the customer did not align the tube connectors so that the tube sat correctly in the guide.